Event description:
It was reported the patient experienced pain at the ipg site and lead migration after a fall. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.